Event description:
It was reported, the insufflation unit exhibited the co2 insufflator was not working and the co2 insufflator shut off. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.